Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The patient's wife stated that the patient had a life-threatening event occur in which the patient was passed out in his car. She stated that his blood sugar was low; however, the dexcom was reading 80 mg/dl. Further event details were not provided. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. No additional event or patient information is available.